Event description:
Information was received from a patient implanted with a neurostimulator for chronic low back pain and spinal pain. It was reported that the patient had a loss of stimulation. The patient had a concern after he fell nine and a half feet and landed on a slab of concrete and broke his arm in three places. Before the fall the patient felt stimulation from his chest to his feet and he now felt stimulation from the bottom of the rib cage to the feet. The patient asked if this meant that the device had moved. The patient had an appointment with his managing healthcare professional (hcp) and the patient noted fear because the hcp said that if anything had moved the only way to fix it was with a scalpel. The change in therapy/symptoms was considered sudden. It was noted that the patient had to postpone an appointment because the patient had a 12 millimeter kidney stone they had to go in and get. The patient asked if he should go to the emergency room.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.